Event description:
Customer site dialysis nurse manager reported that a patient went to the emergency room following hemodialysis therapy on tablo. The following details were provided. The patient experienced nausea, dry heaves, headache, dizziness, and some head and neck pain after 3.5 hours of treatment. Following treatment, the patient was admitted to the emergency department and into the intensive care unit. Patient stabilized and moved to regular unit (B)(6) 2025. Additionally, it was reported that the patient involved is doing fine, has received dialysis treatments since the incident on another tablo device.

Manufacturer narrative:
As a containment action, the affected device was isolated and inspected by outset field service engineering. An investigation was performed on the machine, which determined that the acid and bicarbonate lines were misrouted, and the conductivity sensor was calibrated incorrectly. A CAPA was opened as a result of this complaint investigation. As a correction, the machine was repaired and verified to be working correctly. The investigation was expanded by reviewing the calibration data of conductivity sensors in the field and by reviewing complaint records and corresponding service records for the past 24 months. These reviews concluded that no other devices were identified with incorrect calibration data, and this was an isolated, one-time event. The CAPA investigation is in process and additional actions will be taken upon conclusion of the investigation. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.